Manufacturer narrative:
(B)(6).

Event description:
It was reported that the cable got hot and the electrode suddenly stopped working. Procedure was completed with a back-up device. No patient injury reported.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. Factors that could have led to the reported failure includes: there may have been an issue with the used controller or foot control assembly or liquid may have gotten into the connector block prior to connection to the controller display causing a short; therefore, overheating. A review of the manufacturing records found that the device met manufacturing specifications at the time of release into distribution.